Manufacturer narrative:
The device has not been returned for analysis as of this date.

Event description:
It was reported that prior to a ptca procedure, the maverick2 monorail balloon catheter shaft fractured during prep. No patient injuries or complications were reported.